Manufacturer narrative:
The instrument was returned and evaluated. Per customer reported complainant engineering observed that a hole was burnt through the distal end of the instrument's main tube and tube extension. Material around the hole has been removed and burn marks were also observed on the hypotubes. A crack was found on the main tube which likely acted as a path for arcing. Per the case notes, the arcing occured prior a procedure.

Event description:
It was reported that during testing, prior to a procedure, the monopolar curved scissors instrument began smoking from its tip. The instrument was exchanged for an instrument of the same type to successfully complete the procedure without significant delay. No additional information was provided. No patient harm, adverse outcome or injury was reported.